Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was experiencing a display issue. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue began at 12:00am on (B)(6) 2018 when his meter display began, ¿going haywire¿ and was, ¿not clear¿. As a result of this, the patient was unable to read the meter display. The patient manages his diabetes with metformin, 1000mg. Immediately after the alleged meter issue began the patient reported taking 1000mg of metformin (his usual dose) despite not being able to test his blood glucose due to the alleged meter issue. The patient reported that, one hour after the alleged product issue first occurred, he began to develop the symptoms of, ¿headache¿ and he then, ¿went into a semi-coma¿. In response to these symptoms, the patient received healthcare practitioner (hcp) treatment in the form of a visit to the emergency room (ER). The patient reported that while at the ER his blood glucose was tested on the ER blood glucose meter and yielded a result of, ¿30 mg/dl¿. The patient also described having his symptoms treated by a hcp with, ¿orange juice and peanut butter¿. During troubleshooting, the csr verified that there was no product misuse associated with this complaint and this was not the first time the patient was using the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/ symptoms suggestive of a serious injury adverse event, and received medical treatment for an acute low blood glucose excursion, after not being able to test his blood glucose due to an alleged display issue with the subject meter.